Manufacturer narrative:
The user facility followed their hospital protocol regarding patient notification. No adverse effects have been reported. A steris field service technician arrived onsite, inspected the capital equipment, and confirmed it to be operating according to specification. The unit did not malfunction and no repairs were performed. The customer discontinued using the remaining scbi's of the lot subject of the reported event, and therefore was unable to provide steris with any scbi's for additional steris testing. Steris will conduct retain testing of the lot number of the scbi subject of the reported event. The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported a positive verify v24 scbi from their v-pro max sterilizer. A surgical instrument was used in a patient procedure prior to reprocessing. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
Steris performed retain testing on the lot subject of the reported event. No issues were noted. It is likely the reported event was due to improper use of the bi. Steris has offered in-service training to the user facility on the proper use of the scbi but the user facility declined the offer.